Event description:
It was reported that during an unknown procedure, the trocars were leaking. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. Additional information: were any noises heard such as whistling or hissing? Yes, whistling and hissing. If so, did the noise prevent insufflation? Please describe the noise. No significant prevention of the insufflation, but whistling noise occurred frequently during instrument exchange when trocar was "empty". Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Undefined (slight) drop in pressure, no significant affect on the surgeons visibility. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? No. Was any torque being applied to the trocar or device? -no.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.